Manufacturer narrative:
Investigation conclusion: a review of the production records found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Patient medication provided by the customer has not been tested by quidel. There is no known impact from this medication on quidel product performance. Root cause: unable to determine. Source: phone.

Event description:
Reported four false positive sars results. The consumer communicated the results were confirmed by another rapid antigen assay. This is report 1 of 4.